Event description:
The customer reported that while prepping her olympus evis exera iii xenon light source for a diagnostic procedure, no image was present. According to the initial reporter, the subject device (light source) was also being used in conjunction with an olympus cv-190 (imager). However, she could not determine which device was causing the reported issue. Please reference MDR with patient identifier (B)(6) for the associated complaint file on the imaging device. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.